Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-12975 addresses the first leveen coaccess electrode, and manufacturer report# 3005099803-2013-12747 addresses the second leveen coaccess electrode. It was reported to boston scientific corporation on (B)(4) 2013 that two leveen coaccess electrodes were used during a laparoscopic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the location of the liver lesion was not favorable for a percutaneous rfa under CT guidance; therefore, the lesion was identified laparoscopically. A leveen coaccess electrode was opened and the physician inserted the rfa needle directly into the liver lesion, without using the coaccess introducer. The physician needed to use some force in order to get the tip of the electrode into the correct position, but the tines were deployed without resistance and the ablation cycle commenced. It was reported that the physician followed the algorithm, and roll-off was achieved. However, when the physician attempted to retract the tines, resistance was noted and the tines would not retract. After several attempts, the physician decided to change the surgical approach to the procedure: the patient¿s abdomen was ¿opened¿ via a ¿mini laparotomy¿ in order to free the electrode from the patient¿s liver. This allowed the needle to be removed, and the physician was then able to perform surgical resection of the target lesion, whereas previously this was not thought to be possible. Following removal of the device, it was reported that one of the staff members received a ¿needle stick¿ injury from one of the exposed tines. This individual reportedly followed the correct internal hospital procedures to address the injury. Examination of the device also revealed a significant bend in the needle shaft, which is thought to have contributed to the difficulty in retracting the tines. After completing the surgical removal of the first rfa needle, the physician decided to create an additional surgical margin using the rf3000 system. A second leveen coaccess electrode was opened and the coaccess introducer sheath was placed first in the target area of the liver. The rfa needle was then inserted through the coaccess introducer and the tines were deployed. The ablation cycle was completed and the correct algorithm was followed. However, after roll-off, resistance was again noted when trying to retract the tines. Several attempts were made to retract the tines, and eventually the leveen electrode was removed from the surface of the liver. Following the removal, it was noted that there was a considerable amount of charred tissue on the tines. The physician suspected that this high level of charring could have been due to the superficial location of the target zone for ablation. The patient was stable at the end of the procedure and experienced no adverse outcomes as a result of the issues with the rfa needles.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device found heavy residue on the device, indicating use. The introducer was on the electrode and was locked in place; no issues were noted. The array was received extended and encrusted with heavy residue, and the tines were badly bent and kinked. The array could not be retracted due to the damage and heavy residue. It cannot be determined if the incident occurred due to user inexperience, anatomical challenges due to the previous ablation, or procedural factors the specific cause of the failure cannot be identified. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-12975 addresses the first leveen coaccess electrode, and manufacturer report# 3005099803-2013-12747 addresses the second leveen coaccess electrode. It was reported to boston scientific corporation on (B)(6) 2013 that two leveen coaccess electrodes were used during a laparoscopic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the location of the liver lesion was not favorable for a percutaneous rfa under CT guidance; therefore, the lesion was identified laparoscopically. A leveen coaccess electrode was opened and the physician inserted the rfa needle directly into the liver lesion, without using the coaccess introducer. The physician needed to use some force in order to get the tip of the electrode into the correct position, but the tines were deployed without resistance and the ablation cycle commenced. It was reported that the physician followed the algorithm, and roll-off was achieved. However, when the physician attempted to retract the tines, resistance was noted and the tines would not retract. After several attempts, the physician decided to change the surgical approach to the procedure: the patient's abdomen was "opened" via a "mini laparotomy" in order to free the electrode from the patient's liver. This allowed the needle to be removed, and the physician was then able to perform surgical resection of the target lesion, whereas previously this was not thought to be possible. Following removal of the device, it was reported that one of the staff members received a "needle stick" injury from one of the exposed tines. This individual reportedly followed the correct internal hospital procedures to address the injury. Examination of the device also revealed a significant bend in the needle shaft, which is thought to have contributed to the difficulty in retracting the tines. After completing the surgical removal of the first rfa needle, the physician decided to create an additional surgical margin using the rf3000 system. A second leveen coaccess electrode was opened and the coaccess introducer sheath was placed first in the target area of the liver. The rfa needle was then inserted through the coaccess introducer and the tines were deployed. The ablation cycle was completed and the correct algorithm was followed. However, after roll-off, resistance was again noted when trying to retract the tines. Several attempts were made to retract the tines, and eventually the leveen electrode was removed from the surface of the liver. Following the removal, it was noted that there was a considerable amount of charred tissue on the tines. The physician suspected that this high level of charring could have been due to the superficial location of the target zone for ablation. The patient was stable at the end of the procedure and experienced no adverse outcomes as a result of the issues with the rfa needles.